Event description:
It was reported that during an atrial flutter (afl) procedure, the customer experienced temperature limiter alarm on the generator, when the physician tried to ablate at 30 ml/min flow. The physician removed the thermocool smarttouch catheter from the patient¿s body and flushed the catheter at 100ml/min to check the irrigation. The physician saw a clot on the tip of the catheter. It was noticed that the smartablate tubing was bunched up near the door of the pump and could not flow out of the catheter. The issue was resolved by reseating the tubing and the system worked as intended. The temperature limiter issue was resolved by changing the catheter and the case was completed without any patient consequence. The customer used the default setting for cool flow pump during the procedure. Biosense webster decided to report this event under the smartablate pump due to the improper smartablate tubing setting. This might cause the inadequate irrigation and clot formation on the catheter. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4). The concomitant product: smart touch bidirectional, model# d-1327-04-s, lot# 17188653m. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that there was a temp limiter error being displayed on the smartablate generator but there was no alarm on the smartablate pump. It was also reported that there was no flow from the smartablate pump. The physician tried to test the thermocool smarttouch catheter and flushed the catheter at 100ml/min. The physician saw a clot on the tip of the catheter. It was noticed that the smartablate tubing was bunched up near the door of the pump and could not flow out of the catheter. It was stated that the customer mapped at 2 ml/min without any issue. The issue was resolved by reseating the tubing. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Repair follow-up was performed and service was declined.

Manufacturer narrative:
(B)(4).